Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was completely off and keypad was unresponsive. The customer¿s blood glucose was 186 mg/dl at the time of incident. Customer reported that the insulin pump was exposed to water and cracked on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify keypad unresponsive/button error alarm due to blank display. .